Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb charging cable and wall adapter. There was no impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting.